Event description:
A malfunction was reported by the caller regarding the pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Initially, technical support attempted to provide pump reset information, but the call was disconnected. The customer later called back and successfully reset the pump, leading to the resolution of the issue without any recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if any further issues arise.